Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, the patient underwent contrast-enhanced CT. After successful insertion of a 20-gauge indwelling needle, the needle core was withdrawn. Blood oozed from the puncture site following core removal. A new intravenous indwelling needle was subsequently placed for the patient.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.